Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reported the patient (pt) said their device is "dead, not working. Patient wants to have it removed." Technical services (tss) asked - caller had no additional information. Suspected overdischarge. Caller stated pt needs head scan MRI, pt's system has not been 'working' for six months, battery has not been charged. Tss asked, caller states pt doesn't know last time they charged the ins but the caller stated the pt is unable to charge it. Pt doesn't know where their controller is. The pt's previous managing hcp has retired. Tss reviewed options for head scan with pt in overdischarge, advised that pt follow up with the previous managing doc's office for addressing overdischarge and making a plan for therapy moving forward. Caller initially stated that they were told the patient wanted their neurostimulator "taken out" prior to the brain MRI scan that was ordered. Caller then stated at another point of the call that patient's neurostimulator is not working. Caller referenced medical records and was unable to see this information documented. Caller had no additional information at the time of the call. On 2023-apr-04 additional information was received from the patient (pt). The pt reported that they had skipped appointments and didn't do any maintenance or get the batteries changed. Pt said they may possibly get the battery removed. They need to talk to their doctor to see if it can work again. Pt said it did help and would like it if they could get it to work. On (B)(6) 2023 the patient (pt) reported the device will be replaced and they have the appointment to get the battery replaced, but did not provide replacement date. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.